Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. The customer has no backup therapy available and plans to contact their healthcare provider for guidance. Technical support resolved the issue by sending a replacement pump with updated software, and the caller was instructed on how to return the problematic pump and the necessary steps to take upon receiving the new pump.